Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Additional information received from the field representative could not confirm the reason for early battery depletion as there were no error codes observed. It was reported that during last device check, the longevity of the device was not as expected. This crt-d was explanted and was kept by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As per field representative's reply, the product was kept by the hospital personnel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.